Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead experienced chronically high pacing thresholds for approximately the past three years. The lead threshold is being monitored closely by the physician. The physician is planning on waiting for the device to reach elective replacement indicator (eri) before trying to replace the rv lead due to an occlusion of the left subclavian vein. Attempts to obtain the cause of the left subclavian occlusion were unsuccessful. The right atrial (ra) lead and rv lead remain implanted in and in use. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction to notify date should read (B)(6) 2015 report numbers 2649622-2017-02371 & 2649622-2017-02372. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced chronically high pacing thresholds and rising thresholds for approximately the past three years. The lead threshold is being monitored closely by the physician. The physician is planning on waiting for the device to reach elective replacement indicator (eri) before trying to replace the rv lead due to an occlusion of the left subclavian vein. Attempts to obtain the cause of the left subclavian occlusion were unsuccessful. The right atrial (ra) lead and rv lead remain implanted in and in use. The rv lead was reprogrammed. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.